Event description:
It was reported that there was no device issue. The device was covering the patient¿s original pain and was working appropriately but the patient needed more coverage on the other side of the body so the physician wanted to remove the quad lead and implanted with an octad lead. It was noted the patient had their device replaced using their old lead. On (B)(6) 2015 the patient stated she had to have her leads revised/replaced a couple of months after the implantable neurostimulator (ins) was implanted. The patient stated the wires were loose and stopped working all together so they had to redo the leads. The patient then had a full body condition MRI compatible system. Other than the patient currently misplacing their patient programmer (pp) she continued to receive appropriate stimulation.

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), product type extension; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type lead. (B)(4).